Manufacturer narrative:
On 09 december 2016 the medical affairs director performed a clinical evaluation and commented as follows: according to report, the reason for partial revision of this cementless tha in a (B)(6) patient is pain due to psoas impingement against cup. This cannot be verified by the xray images, but it appears plausible. The proud and rather large cup probably contributed to the insurgence of this problem. No reason to suspect a faulty device. Batch review performed on 13 december 2016. (B)(4). Not available.

Event description:
The patient came in complaining of pain. The surgeon believes the cause of pain is from the psoas rubbing over the inferior portion of the cup (which was proud). The surgeon revised the cup, liner and head. The surgery was completed successfully. X-rays are available. Explants are not available.